Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic for a routine follow-up, upper out of range high voltage lead impedance was observed. There were no other lead anomalies noted. No resolution was recommended. The patient will continue to be monitored. No further information is available.

Event description:
New information received states the device was explanted and replaced. No further information is available.

Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.